Event description:
The doctor placed the im rod into the patients femoral canal. It had the t-handle attached, and he tapped the t-handle and twisted the rod up the femoral canan three times in succession, preparing for the distal cutting guide assembly. This is when there was an audible pop sound. He continued with his distal cut. Upon removing the im rod, he discovered 3 was broke off and lodged in the patient, and could not be retrieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted product confirmed the reported fracture. Review of the device history records did not reveal any anomalies. Evaluation did not observe any material defects on the fracture surface. The investigation could not identify the root cause of the fracture. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.